Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a patients are not crossing over to machine. The customer reported that able to get medications from another station and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation with customer, it was determined that the triage patients were not linked to the triage pyxis, caused medication overrides in the main ed pyxis. A technical support specialist confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.